Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine device check. Upon interrogation of the implantable cardioverter defibrillator, a message stating 'erroneous parameter values were detected' was observed. The device was reprogrammed and was restored to normal function.